Event description:
This case was reported from gb. Customer reported on a bravo ph capsule that failed to attach. According to the customer, the pt needed to be intubated a relaxed with rocuronium to retrieve the capsule from the trachea. There is no info about a long term problem of the pt.